Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an epidural tray with a broken saline vial. The vial was empty, and they could feel a residue on the clear drape, likely dried saline. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9. Date returned to mfg: 04-nov-2024. H6. Investigation codes: updated. Investigation summary: received for investigation one opened single shot epidural tray product # a4032-18, lot # 4447076. The tyvek lid was taped shut with scotch tape. The tray was examined, and it was observed that the contents were in disarray. The saline vial had a broken neck. In process, the kits are manually filled utilizing a tray with molded compartments specific to each component. In principle, this design is to maintain the integrity of the contents during transport. The breakage of glass components could possibly occur during shipment when the cartons are not handled with care. (Smiths cartons are marked "fragile" and "contains glass" to prevent breakages). Based on the evaluation of the returned product and investigation results, the complaint for broken vials was confirmed. No action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and take further actions accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.